Manufacturer narrative:
The device was returned for analysis. The reported failure to fold (bunched) was confirmed. The reported difficulty to remove could not be confirmed due to the condition the device was returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Return analysis confirmed that the balloon was bunched on the distal end of the balloon. In this case, it is possible that deflation technique contributed to the noted flat appearance and balloon bunching at the distal end of the balloon giving the impression of a distorted (damaged) balloon. Additionally, it should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU, precaution section) states: with 4.5 mm and 5.0 mm balloon dilatation catheters, some increased resistance may be noted upon insertion or withdrawal into or out of the guiding catheter. In this case, it is possible that the combination of the larger profile of the 4.50 mm balloon and the bunching of the balloon contributed to the resistance met with the guiding catheter, resulting in the difficulty removing the bdc. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a right coronary artery. The 4.5x15mm nc trek balloon dilatation catheter (bdc) was inflated and deflated without issue; however, it was noted that the balloon failed to fold back properly looked bunched once removed. During removal there was resistance with the unspecified guide catheter as the balloon didn't fold correctly and both devices were removed together as one unit. As the procedure was already complete no other device was used. There was no adverse patient effects and no clinically significant delay. No additional information was provided.